Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found station was intermittently rebooting, with users reporting that closing drawers sometimes triggered a station powering off message. The fse was unable to isolate the issue to the main, auxiliary, tower, or remote manager. The power cord was tested both through the uninterruptible power supply (ups) and directly into a red outlet with no resolution, and outlet power was confirmed good. Inspected pyxibus cables, retractor bands, solenoid and tower latch wiring harnesses, reseated the all in one (aio), removed and reseated all power supply connections, and verified battery voltage and subsystem diagnostics were good. The fse tested all drawers in the main unit, found no debris on row boards, and observed for 30 minutes with no power loss. The station continued powering off intermittently, so fse replaced the power supply and observed customer access to multiple drawers and doors with no further issues occurring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers kept failing and the entire machine continuously restarted. However, there were no delay or adverse events or injuries reported based on this event.